Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all baseline testing performed. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the device was explanted. No additional adverse patient effects were reported.